Event description:
It was reported that when this guidewire was being removed during the left ventricular (lv) lead implant procedure it became stuck and the tip was damaged. An x-ray confirmed part of the guidewire broke off inside the patient. Due to patient condition the physician chose to implant a different product. The left ventricular port on this cardiac resynchronization therapy defibrillator (crt-d) was plugged. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.